Event description:
A sanofi sales rep called to report that an orthopedist informed him of two patients who ecperienced "synovial events" with swelling and tenderness (MFR case ids 00103 and 00104). The first of the two patients was hospitalized for arthroscopy. Pt #1 of 2: a follow-up call was made to he orthopedist who reported that a 54-year-old female experienced swelling, limited range of motion, and heat in the right knee following her second injection of hyalgan. The pt was reported to have no problems following the first injection of hyalgan given on 17 march 1998. He reported that eight days following the second injection on 24 march 1998 of hyalgan, the pt experienced swelling limited range of motion, and hear in the right knee. The pt was hospitalized and underwent arthroscopy, a bone density scan, and gallium scan. The gallium scan revealed that the pt had synovitis, and she was diagnosed with reactive synovitis related to hyalgan. The physician does not plan to continue with hyalgan on this pt, and put her on cipro (start date unk). This first pt has recovered from the event (date unk by the reporter).